Manufacturer narrative:
Block h6: imdrf device code a210106 captures the reportable event of label incorrect one used. Imdrf device code a1409 captures the reportable event of stent obstruction within device impact code f08 captures the reportable event of prolonged hospitalization. Block h11: investigation results: boston scientific corporation could not confirm the reported event of label incorrect one used. The device was not returned; therefore, product analysis could not be performed. Based on the information provided, no product malfunction, performance issue, or device failure has been identified. The situation appears to be related to clinical decision making and the type of stent selected during the procedure, with no indication that the device contributed to the reported event. Additionally, no supporting evidence (such as images or procedural documentation) was provided to confirm any product related issue. Therefore, the most probable cause was unable to be established. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which have contributed to the reported event device technical analysis: the device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "label incorrect one used and additional device required" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted to treat a bile leak post laparoscopic cholecystectomy during an endoscopic retrograde cholangiopancreatography (ercp) with placement of metal biliary stent procedure performed on (B)(6) 2025. During the ercp procedure, the physician intended to place a fully covered metal biliary stent; however, an uncovered metal biliary stent was implanted instead. The error was not identified at the time of the initial procedure. During a second intervention attempted to remove the stent, the physician determined that the implanted stent was uncovered and could not be removed due to tissue in-growth. After discussion, the physician stated uncertainty regarding the next steps for management. Original device was used to complete the procedure. The patient remains hospitalized and the outcome is ongoing.